Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thorascopic lung wedge resection, on removal of the specimen, the device was torn resulting in loss of specimen and need for retrieval. A slit-like tear was observing at the bottom of the bag after the procedure. The specimen was retrieved by using an automatic grasper. There was no patient injury.